Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation, evaluation of the device did not reveal any findings that would have contributed to the reported event. The device was put through extensive testing including bench handling, power cycling, and functional stress testing, self-check testing and compressor calibration testing using test accessories without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.